Manufacturer narrative:
Additional information received reported that the rupture has been assessed by the sponsor to be casually related to the endoanchors, not related to the study procedure. The type ia endoleak has been assessed by the sponsor to be casually related to the endoanchors, not related to the study procedure. The type ia endoleak has been assessed by the investigator to be unlikely related to the procedure and unlikely related to the stent graft and endoanchors. The rupture has been assessed by the investigator to be unlikely related to the procedure and unlikely related to the stent graft and endoanchors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted prophylactically in an endurant ii stent graft system during the endovascular treatment of a 54mm abdominal aortic aneurysm. The proximal neck diameter measured 34mm with a length of 15mm. It was reported that approximately five years later, the patient presented emergently with complaints of lower abdominal pain. A CT scan performed showed increasing aneurysm sac size with a type I endoleak. It was reported that the patient was admitted to hospital two days later and a secondary intervention procedure was planned for the patient¿s enlarging aneurysm sac and type I endoleak three days later. However, it was reported that evening the patient began having increased abdominal pain and hypotensive episodes. A CT was performed and showed the patient¿s aortic aneurysm had ruptured. The patient was treated with medication, and an emergency intervention procedure was carried out and an aortic cuff and endoanchor¿s were implanted. The procedure was successfully completed. No additional clinical sequelae were reported and the patient is being monitored. The reported type I endoleak has been assessed by the sponsor to be related casually to the endoanchors.